Event description:
It was reported that the physician performed a sling procedure a few months ago. The patient was complaining of bladder irritation. There was an inflammatory reaction in the 10:00 position but the physician could not see any tape on cystoscopy. The physician ultimately concluded that fibers from the lateral edge of the tape had poked or eroded through the bladder causing this event. The patient went to another practitioner for treatment.